Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri52 lead, implanted (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated a partial electrical reset. Critical ram parity error occurred in (B)(4) on (B)(6) 2014. Power on reset (por) severity is low so the device should be able to fully recover after reset. Patient was exposed to radiation therapy.

Event description:
It was reported that an interrogation revealed, a power on reset (por) occurred on the device at the time of a previous radiation treatment. The por was cleared. The device remains in use. No patient complications were reported as a result of this event.